Event description:
A registered nurse (rn) reported that a patient on peritoneal dialysis (pd) was hospitalized with peritonitis. There were no reported allegations of any issues with fresenius products in relation to the event. In an additional follow-up call with the pd nurse, it was stated that the patient was experiencing symptoms of weakness. As a result, on (B)(6) 2023, the patient went to the hospital and warranted admission. Per the nurse, while hospitalized it was discovered the patient had hypoglycemia and peritonitis. The nurse stated the hypoglycemia was not related to pd therapy or fresenius products. The nurse provided a medical history of pre-existing type 2 diabetes mellitus, with report of poor oral intake a few days prior to the hospitalization. The nurse attributed the hypoglycemia to the patient¿s pre-existing conditions. With respect to the initial report of peritonitis, the nurse indicated that the patient¿s pd culture (obtained in the hospital) grew the bacteria methicillin resistant staphylococcus aureus (mrsa).the patient was treated with intra-peritoneal (ip). Antibiotic therapy with vancomycin (dose unknown). Additionally, the patient continues pd. The patient remained hospitalized at the time follow-up was completed. However, the nurse indicated the patient was recovering from the peritonitis event. The nurse was not able to identify the cause of the peritonitis, however, the nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. The cause of the patient¿s peritonitis cannot be determined with the information currently available. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy which is most often caused by a patient breach in aseptic technique when performing pd therapy. Moreover, the patient¿s concomitant hypoglycemia (characterized by unresponsiveness) was associated with pre-existing comorbid condition of diabetes mellitus and poor oral intake prior to hospitalization. Should additional information become available, please resubmit for a clinical review and this clinical investigation will be updated accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) reported that a patient on peritoneal dialysis (pd) was hospitalized with peritonitis. There were no reported allegations of any issues with fresenius products in relation to the event. In an additional follow-up call with the pd nurse, it was stated that the patient was experiencing symptoms of weakness. As a result, on (B)(6) 2023, the patient went to the hospital and warranted admission. Per the nurse, while hospitalized it was discovered the patient had hypoglycemia and peritonitis. The nurse stated the hypoglycemia was not related to pd therapy or fresenius products. The nurse provided a medical history of pre-existing type 2 diabetes mellitus, with report of poor oral intake a few days prior to the hospitalization. The nurse attributed the hypoglycemia to the patient¿s pre-existing conditions. With respect to the initial report of peritonitis, the nurse indicated that the patient¿s pd culture (obtained in the hospital) grew the bacteria methicillin resistant staphylococcus aureus (mrsa).the patient was treated with intra-peritoneal (ip), antibiotic therapy with vancomycin (dose unknown). Additionally, the patient continues pd. The patient remained hospitalized at the time follow-up was completed. However, the nurse indicated the patient was recovering from the peritonitis event. The nurse was not able to identify the cause of the peritonitis, however, the nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event.